Event description:
It was reported to medtronic minimed that the customer reported the sensor was not being connected and also received a lost sensor signal alarm. The customer reported no adverse event. The event involved products mmt-7841zn, mmt-7040a, mmt-1884. Troubleshooting was performed for the loss of communication between the transmitter and the pump. The led light does not blink when connected to the sensor but transmitter was confirmed to have been charged. Troubleshooting was performed for the transmitter testing procedure and confirmed that no damage reported to transmitter. The led light did not blink when connected to the tester or when removed from charger after it was fully charged. No harm requiring medical intervention was reported. The customer discontinued the use of the transmitter. Product return was required for mmt-7841zn and was returned for analysis. It was unknown whether the customer will continue using the pump and sensor. No product return was required for mmt-7040a. No product return was required for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test or verify led anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.